Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the customer provided cleaning disinfection and sanitization (cds) practices, the device evaluation and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date:(B)(6) 2024. Sampling from: total. Cfu: 35 cfu/endoscope (22 cfu/100ml). Bacterial identification: champignons filamenteux, bacillaceae. Sampling date:(B)(6) 2024. Sampling from: forceps channel. Cfu:<1 cfu/endoscope (<1 cfu/100ml). Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: forceps/suction channel. Cfu:<1 cfu/endoscope (<1 cfu/100ml). Bacterial identification: n/a. Sampling date:(B)(6) 2024. Sampling from: air/water channel. Cfu:5 cfu/endoscope (12 cfu/100ml). Bacterial identification: bacillaceae. Sampling date:(B)(6) 2024. Sampling from: sub-water channel. Cfu:6 cfu/endoscope (29 cfu/100ml). Bacterial identification:bacillaceae. Sampling date:(B)(6) 2024. Sampling from:total. Cfu:11 cfu/endoscope (8 cfu/100ml). Bacterial identification:micro-organisms revivable at 30. Review of the cleaning disinfection and sterilization practices (cds) provided by the customer found no deviations from the device IFU. The device was evaluated and no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. Microorganisms were confirmed when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, however, since the observed device damage/abnormalities were determined to have not impacted reprocessing, it is likely that the issue was the result of the customer performing poor reprocessing or drying steps. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during reprocessing, the colonovideoscope tested positive for an unexpected contamination. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.